Event description:
An angio-seal device was deployed in 1999 following a routine diagnostic catheterization procedure. Pt presented back to the hosp 8 or 9 days later with a significant hematoma, which appeared to be infected. A dime-size section was removed and a patch graft was placed in the area reducing some of the necrosis. It should be noted that prior to the dissection, the hosp staff commented that several holes were present in the area. Sometime later, the pt presented back to hosp with necrosis in the esophagectasis. The area was opened to allow healing to occur; however, the artery later ruptured. The pt experienced massive hemorrhaging, went into tachycardia and bradycardia resulting in pt death. The physician questions whether the angio-seal device contributed to the pt's death. Daig corp has made several attempts to obtain add'l info from the hosp. However, as of 02/18/2000, no further info has been received.